Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation papers allege following his implantation, patient began experiencing debilitating pain, and discomfort in the area of his left hip implant that has affected patient's ability to walk, sit, and/or stand, and has caused patient to walk with a limp. It is further alleged on information and belief, friction and wear between the cobalt-chromium metal head and cobalt-chromium metal liner caused toxic cobalt metal ions and particles to be released into patient's blood, tissue and bone surrounding the implant. Doi: (B)(6) 2006 - dor: none reported (left hip).